Event description:
The reporter states an implantable collamer lens was implanted into the patient's eye. The surgeon reports shallow vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim # (B)(4).